Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017 the reporter contacted animas alleged that the patient experienced hyperglycemia with a blood glucose (bg) of 600 mg/dl with moderate ketones, abdominal pain, polydipsia and nausea associated with an alleged site/set/cartridge issue with air bubbles. The patient reportedly remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts) it was found that the cartridge was cycled 4-5 times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.